Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 210 mcg/ml unknown baclofen at a dose of 48.15 mcg/day and 12 mg/ml dilaudid at a dose of 2.751 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was admitted to the intensive care unit (ICU) on (B)(6) 2017 and was still currently there (as of (B)(6) 2017). The patient came due to a stroke. The hcp¿s chart had the symptoms of headache, aneurysm, hematoma, mental status aroused, but very lethargic (no sedatives given), can verbalize pain, incoherent, potential rigidity, and fever. They were thinking it may be due to infection since the patient¿s white blood cell count was slowly going up (initially 15, but now 36), but all the reports came back showing it was negative. The hcp wanted to know if there were any documents about the drugs and how to notice symptoms of overdose. There had not been any troubleshooting with the pump. There had not been any alarms. The hcp contacted the patient¿s pain center to gather additional information about the last refill and the drug in the pump. It was stated that the pain center mentioned the patient might be going into withdrawal, but it had not been confirmed. The hcp had not heard back from the patient¿s managing hcp. There were no audible alarms. On (B)(6) 2017 was the low reservoir alarm date and the last pump refill was (B)(6) 2017. The hcp wanted to confirm that the drug infusion system was functioning properly. There were no further complications reported or anticipated.